Event description:
Reportedly, a 25mm valve was explanted after an implant duration of approximately 3 years and 7 months (43 months) due to infective endocarditis (ie). The customer reported that a magna valve, model 300025mm, was implanted for aortic valve replacement (avr) on (B)(6) 2009. The patient was diagnosed with infective endocarditis (ie) and the customer decided to perform re-avr. On (B)(6) 2012, the valve was explanted and replaced with a magna ease tfx valve, model 3300tfx23mm. The customer commented the ie could be caused by subacute thyroiditis (sat); however, the causative microorganism was not detected. Therefore, the source and type of infection remain unknown. The customer also commented that this explant was not device related. The patient status was 'under treatment' as of (B)(6) 2012. The device will not be returned for evaluation due to infection.

Manufacturer narrative:
Device not returned. The device history record (DHR) review is in process. Late prosthetic valve endocarditis, occurring more than 60 days after surgery, is usually caused by an infection which occurs elsewhere in the body, and then seeds the valve. The most frequent causes are dental procedures, urological infections and interventions, and indwelling catheters. Edwards lifesciences has validated methods for sterilization of all devices which ensures product sterility. In this case, the device will not be returned for evaluation by the customer due to infection and the source and type of infection cannot be confirmed. There has been no further update on the patient's status.

Manufacturer narrative:
Additional manufacturer narrative: the DHR review was completed. This device passed all manufacturing and sterilization inspections with no nonconformance. (B)(4).